Event description:
It was reported that the pump battery was depleting too quickly, leading to a shutdown of the pump. Following this, the customer¿s blood glucose level exceeded 500 mg/dl, with the specific highest value unknown but indicated as "high." The customer took corrective action by administering a correction injection via multiple daily injections (mdi). Customer continued to use current pump.